Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented to the hospital with back pain. A CT performed identified a rupture that appeared to be coming from the iliac as the distal common iliac had dilated and was now larger that the 24mm limb. However, due to the poor quality of the CT scan it was difficult to determine the exact location of the rupture. The patient was transferred to another hospital and rushed to the operating room. The first aortogram showed a proximal type I leak that was filling the aneurysm sac and a distal type I endoleak around the 24m limb in the right iliac but the leak appeared to be sealed proximal and did not fill the aneurysm sac. The physician implanted an endurant 36x49 cuff but the stent graft was deployed partially covered the right renal artery by accident. Post arteriograms showed the right renal was still filling and there was a small type I endoleak. Several attempts were made to get into the right renal but it was unsuccessful. The stent graft was ballooned several times and on the final aortogram the right renal still filled but there was still a small residual endoleak around the top of the stent graft but did not appear to be filling the sac. The patient was stable at this point and it was determined that was nothing else needed to be done. Several pictures of the right iliac were taken but the physician felt as though this was not the problem and ended the case. The iliac will be fixed at a later date. After the procedure, the patient was stable and their creatinine was normal. The physician stated that the cause of the events was most likely due to disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).